Event description:
In 01/2004 an unidentified pt was undergoing a cardiac catheterization in the cardiac cath lab. During the procedure, two syringes were opened in a sterile manner and dropped from a few inches onto the scrub table. They were used during the procedure. The syringes were filled with saline. The cracks were noticed when the nurse pushed saline into the catheter and the syringe leaked. When she aspirated, air was pulled into the syringe. The cracks were located on the opposite side from the markings, and started at about the 1/2 cc mark, and extended to the 6 cc mark. The quality managers of becton dickson were notified. The lot was pulled from central distribution the next day.